Event description:
On (B)(6) 2014, the patient was being treated with gore excluder aaa endoprosthesis, and iliac branch endoprosthesis. A dryseal sheath with hydrophilic coating was used during the procedure. It was reported that on (B)(6) 2014, an arteriotomy (focal endarterectomy and patch) was performed. The left femoral artery required conversion from percutaneous to open femoral repair due to the left femoral artery falling apart (1000-e:-other explained in file), friable, and dissected in the posterior wall due to the dryseal sheath being inserted. Blood loss was average (approximately 400ml), no blood transfusion was needed. The patient tolerated the procedure with no further sequela.

Event description:
On (B)(6) 2014, the patient was being treated with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis. It was reported that on (B)(6) 2014, an arteriotomy (focal endarterectomy and patch) was performed. The left femoral artery required conversion from percutaneous to open femoral repair due to the left femoral artery falling apart, friable, and dissected in the posterior wall. Blood loss was average (approximately 400 ml), no blood transfusion was needed. The patient tolerated the procedure with no further sequela.

Manufacturer narrative:
According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.